Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. The 32x2.75mm promus element stent delivery system (sds) was being unpacked when it was noticed that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified distal stent damage. Struts in the distal section of the stent were severely misaligned and stretched so that the distal end of the stent was resting 2mm from the tip of the device. The stent measured 41mm in length. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A section of the lumen was damaged. Both the inner and the outer lumens were accordioned. Kinks were present throughout the entire length of the hypotube. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. The 32x2.75mm promus element stent delivery system (sds) was being unpacked when it was noticed that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.(B)(4).